Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the erbe failed the short circuit bipolar soft coag test. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive the erbe involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure could not be reproduced. The error log confirms the history of c-34 errors being displayed, showing up as c-00 on the error log. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was getting c-34 error on the erbe generator when trying to apply monopolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard reboot the erbe, but c-34 error persisted. Prior to the call, the customer had tried to replace the energy cables and grounding pad to no avail. There was no alternative vision side cart (vsc) for swap and no other backup generator was available. The procedure was completing as planned with no reported injury.